Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4) and the reported events could not be conclusively determined through this evaluation. Low flow alarms were confirmed via the submitted log file data; however, a specific cause for the events could not be confirmed. It was reported that the patient had experienced elevated lactate dehydrogenase (ldh) levels and a decrease in international normalized ratio (inr) values on (B)(6) 2021. The log files revealed that low flow events were captured. It was reported that the patient¿s lactate dehydrogenase (ldh) and international normalized ratio (inr) values soon normalized. The system controller log file revealed 2 low flow hazards on day-677 hour-14 minute-24 and day -677 hour-14 minute-25, when the estimated flow dropped to 2.4 lpm, below the low flow threshold of 2.5 lpm. No further alarms were captured throughout the log file. The device operated above the low-speed limit for the duration of the log file and appeared to function as intended. Additional information from the vad coordinator revealed that the cause of the low flow alarms could be due to pi events. It was also reported that the cause for the elevated lactate dehydrogenase (ldh) and decreased international normalized ratio (inr) was due to changes in the patient¿s eating habits. The patient was not experiencing any symptoms during the low flow events. The patient is currently under follow-up care. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(4). The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, outlines all pump parameters, and provides information regarding the assessment of pump flow. Heartmate ii lvas IFU and heartmate ii lvas patient handbook are currently available. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled "patient care and management" provides information on anticoagulation, including recommended international normalized ratio (inr) values. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. This document explains that these low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. A section on handling emergencies is also provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an elevated lactate dehydrogenase (ldh) and a decrease in inr on (B)(6) 2021. The patient's ldh decreased and the inr was normalized. There was a low flow event captured in the log file. It was believed that the cause of the low flow was suction events.